Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional: "attorney".

Event description:
Litigation papers allege: corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant; since surgery, patient has suffered symptoms including, but not limited to pain, swelling, soreness, difficulty walking, decreased mobility and/or the need for revision surgery. Update: although litigation reported this as metal on metal, product information indicates the patient had poly on metal. Doi: (B)(6) 2008; dor: not reported; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.